Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced the 2nd column of buttons not working on the keypad during set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed the current reported symptom does appear as a repeat symptom within the past 12 months. The device was received for reported symptom "second soft key from left is not functioning". Previous device evaluation determined no correction was required. The reported condition was verified. The device was found out of specification in relation to the reported 2nd column of buttons not working on keypad which was reproduced. Evaluation confirmed during operation the second soft key, the "setup" key, "1", "4", and "7" key were inoperable. Evaluation verified the reported problem through the causality of a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.